Event description:
Two endurant stent graft systems were selected for use in a patient for the treatment of an abdominal aortic aneurysm. After the patient was prepped for the procedure, the physician requested a 36x14x102 device. Prior to the box being opened, it was noticed that the device box had a white ¿not for human use¿ sticker beneath the label. The physician elected not to use the device and selected another device of the same size; however, the same white ¿not for human use¿ sticker was beneath the label. No further devices were available, so the patient was closed without treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).